Manufacturer narrative:
G5 premarket updated: p950020

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6 atm for 15 seconds. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion area was located in a severely tortuous superficial femoral artery (sfa), and the patient's condition was good after the procedure.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6 atm for 15 seconds. The procedure was completed with another of the same device. No patient complications were reported.